Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 218 mg/dl. The customer¿s current blood glucose was 276 mg/dl. The customer was treated with manual injections. The drive support cap was normal. Customer was alleging possible pump under delivery. Assisted with performing the high pressure test and insulin pump passed test. The product was returned for analysis.